Manufacturer narrative:
(B)(6). Correction: the correct catalog number is 92126; not 92128 as previously reported. This is a duplicate report of 6000034-2013-00903; the final MDR was reported under MFR report #6000034-2013-00903. (B)(4).

Event description:
Per the surgeon, the patient underwent baha fixture placement on (B)(6) 2013, and was released from the hospital following routine post operative care. The patient reportedly resumed normal activity the day after implant surgery. On (B)(6) 2013, the patient was taken to the emergency room in an unresponsive state. It was reported that there was air in the subarachnoid space. The surgeon reports that there was no csf leak during the implant surgery. The patient was released from the hospital on (B)(6) 2013, and no further issues have been reported. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.